Manufacturer narrative:
Product analysis: macroscopic examination confirms driver tip has been broken off, and not returned for analysis. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, with river lines, shear lip, and no indication of fatigue or torsional overload. The location and angle of the fracture, surface morphology, and the absence of evidence of torsion suggest failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: arthrodese toracolombar it was reported that intra-op, driver key was broken. The product came in contact with the patient. No fragment of the instrument remaining in the patient. No patient symptoms or complication were reported as a result of this event.